Event description:
It was reported that the patient was having difficulty charging the ipg. The physician believed that the patients ipg was nonfunctional. The patient underwent a replacement procedure with an MRI compatible ipg. The explanted device will not be returned.